Manufacturer narrative:
Submitted: 07/16/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: review of the download history did not reveal any activity outside normal use. The display was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the issue.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/24/2014: dim, faded, discolored display.